Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: no defect was found. Unable to duplicate reported complaint.pump history shows the last bolus and the last basal were delivered on (B)(6) 2013. No alarms outside the range of normal patient use observed in pump history; no activity related to the complaint was recorded. The boluses and basal add up appropriately to total the tdd; showing the pump was delivering accurately until the last. Pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, animas placed a follow-up call to a patient who had been instructed on (B)(6) 2013, to discontinue pump use due to an alleged pump malfunction. During the course of the call, it was alleged that since stopping the pump, the patient had experienced blood glucose (bg) excursions ranging from 30 mg/dl to 300 mg/dl with symptoms of extreme fatigue and "brain fog". This complaint is being reported as a patient experienced hypoglycemia while using an alternate delivery method, due to an alleged pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.